Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was observed to have a crack in the battery compartment from the threads to below the finger pad. The pump was also noted to have peeling, chipped, and scratched paint. (B)(6).